Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to convert the ventricular fibrillation, which led to the patient experiencing a cardiac arrest. The patient was hospitalized and an x-ray was performed. The right ventricular (rv) lead was found to be dislodged. The patient developed an infection while hospitalized. Subsequently, a revision was performed and the ICD along with the rv lead was explanted. There were no additional adverse patient effects reported.